Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not provided.

Event description:
Channel error - check IV set error. Replaced both pressure sensors, calibrated, performed pm, passed all tests. Although requested further information was not provided.

Event description:
Channel error - check IV set error. Replaced both pressure sensors, calibrated, performed pm, passed all tests. Although requested further information was not provided.

Manufacturer narrative:
The reported issue that there was a channel error - check IV set error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported. The root cause for the reported channel error - check IV set error was not determined because no product or device logs were returned. Device history: a review of the device history record showed the device had a manufacture date of 07/02/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no devices received.